Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿ on the continuous glucose monitor. Cause was not known. A correction injection via manual insulin therapy was delivered to address bg. A system check was performed, and it was found that the customer is using cold insulin within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.